Manufacturer narrative:
(B)(4). Date sent: 4/4/2024; d4 batch #: a9ec3d; maude report number: mw5152217. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laprascopic surgical procedure the patient underwent surgical procedure. While using shears, the plastic tip covering the shears of the device separated from the metal tip. Provider immediately stopped using the device and removed the broken plastic tip from the patients cavity. Device removed from field. Surgical procedure continued and no apparent harm to patient. There were no patient consequences reported.